Event description:
It was reported by a davol sales rep: it was reported that after insertion the surgeon noted that the recoil ring had fractured. Surgeon removed it and placed another device. The sales rep reports that he believes the issue is user related. The surgeon folds the mesh in four before insertion. If it had gone undetected it could result in a pt injury.

Manufacturer narrative:
It was reported that the ring of a ventralex mesh ruptured prior to fixation in a procedure. No sample was returned for eval. The sales rep reports that he believes this is a user related incident related to surgeon technique. The surgeon folds the mesh in four, before its' place in an open procedure. The ventralex mesh IFU states "fold the patch parallel to the opening between the straps with the eptfe side facing out for insertion into the defect. The free or unattached end of the positioning strap is left outside of the body during placement. The positioning strap is manipulated to facilitate the proper positioning of the patch. Pulling up on the positioning strap will allow the patch to flatten itself against the underside of the abdominal wall. The mesh position strap can be pulled apart to gain access to the inner positioning pocket." Additionally, a review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Based on the info provided the damage appears to be due to the method of insertion placing undue stress on the device. A sample was not provided, this cannot be confirmed through a eval.